Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope experienced a wire that penetrated through the tip of the scope. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: control section has foreign objects, universal cord has foreign objects, electrical (el) connector has foreign objects, free engage knob (fe) knob has foreign objects and adhesive around light guide (lg) lens has wear. A root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Additionally, the most probable cause for the foreign objects could not be established. The most probable cause for the adhesive around light guide lens has wear was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.